Manufacturer narrative:
H6 ¿ patient code c76143 is no longer applicable for this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-sep-2019 from the healthcare professional (hcp) via a company representative who reported that due to the lack of drug delivery, the patient was complaining of withdrawal symptoms now. It was also reported that the cause for the inability to aspirate was that the physician had accidently cut the catheter while dissecting. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. It was reported that the catheter was not able to be aspirated today ((B)(6) 2019) during the pump replacement procedure. Per the reporter, the doctor inadvertently sliced the catheter. The reporter then assisted the doctor with measuring the segment that was cut to make it match a new piece of catheter that would be added so that the catheter volume remained the same. While the reporter was assisting the doctor with the catheter, the surgical tech performed a back table prime on the new pump prior to putting the medication in the pump. The new pump was then connected to the revised catheter. It was calculated that the patient would be getting the drug with some mixing in the portion of the catheter that could not be aspirated for roughly 28 hours and then for approximately 35 hours and 25 minutes to 48 hours the patient would not be getting any drug as there was water in the pump tubing and no drug in the 16.9 cm of new catheter that was implanted. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6)2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the pump replacement surgery was due to the device failing. No further complications have been reported. Additional information was received from the healthcare provide via the device manufacturer representative indicated that the pump was replaced due to nearing elective replacement indicator and the physician did not request a return. No further complications were reported.